Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - nexgen tibial tray, catalog: 00598004702, lot: 60831373; nexgen size g flex femur, catalog: 00596401752, lot: 60909426. This report is number 3 of 3 mdrs filed for the same event (reference 1822565-2017-00805 / 1822565-2017-00805).

Event description:
Patient underwent a right knee revision procedure approximately nine years post implantation due to the articular surface loosening.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Articular surface confirms gouging/wear on the proximal and distal sides. There is material loss in the medial posterior region. Also, the locking feature of the articular surface was flared. Sem analysis results state ¿from the damage pattern, it appears that articular surface disassociated from the tibial tray and moved in the anterior direction and upwards, allowing the femoral condyle to articulate directly on the tibial tray and overtime, causing depression to be worn into it. The material loss is potentially due to excessive loading on the medial side due to misalignment in vivo. Because of such unusual alignment and loading, it cannot be determined whether the damage is due to wear or fracture, but the compressive strength of the poly material may have been exceeded. Regarding articular surface flaring, it cannot be determined whether this flaring occurred as a result of motion after disassociation from the tibial tray, or was a cause of the disassociation¿. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay correction information. The following sections have been updated: number can not be determined on returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.